Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) values reached 350 mg/dl and had to seek medical attention, where they were diagnosed with a infection of the pod site. For treatment, the patient states that their health care practitioner (hcp), did a visual examination and prescribed doxycycline to be taken for 1 to 2 weeks at 3 times a day. The pod was removed and discarded after wearing between 24 and 36 hours on the arm.